Event description:
This is filed to report the clip detaching from one leaflet. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A second clip was placed in the patient and leaflet insertion assessment was performed. The mr was reduced, a tissue bridge was confirmed and the clip was implanted. A few minutes after deployment the clip detached from the anterior leaflet resulting in a single leaflet device attachment (slda). According to the physician the slda was due to patient anatomy and an additional clip was not attempted to be implanted. The procedure was complete with a final mr grade of 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported single leaflet device attachment was due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.